Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience prime long length everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.0x33 mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2016, the patient experienced unstable angina and was found to have restenosis in the proximal lad, which was within 5 mm of the mid lad stent. A stent was implanted. On (B)(6) 2016, the event was noted to be resolved without sequela and the patient was discharged from the hospital. No additional information was provided.